Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be definitively identified. Based on the results of the investigation, the most probable cause of the inadequate leakage current was a broken charged coupled device (r unit), which was determined to have resulted from component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for a separate issue. During the device analysis, the service repair technician identified that the device exhibited a kinked and broken charged coupled device (r unit) and leakage current was inadequate. There was no patient involvement.